Event description:
During the intercept rf (radiofrequency) procedure, the rf (radiofrequency) probe was easily removed. Attempts to remove the cannula with the peek (polyetheretherketone) plastic assembly were made. The cannula was removed; however, an attempt was made to remove the peek (polyetheretherketone) plastic assembly. With injection of radiocontrast dye, the tip was seen at the s1 (sacrum 1) vertebral body. After multiple attempts to remove the plastic assembly, the decision was made to cut the plastic assembly and leave the tip in the bone in place (1/2 millimeter) since it was deeply imbedded.